Event description:
It was reported by the caregiver that there was a problem with the needle mechanism. Blood glucose levels were not reported. The duration of Pod wear was not provided. No further information regarding Pod is available. There was no report of medical intervention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.